Event description:
It has been reported to philips that the system would not start. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions found that the l1 circuit breaker was tripped. As a result, the nc of the m cabinet and the rc, tc and cooling unit of the r cabinet were not powered on. The fse bypassed the rc power supply to access the system. The fse identified that the power supply of the geo ipc was faulty. Analysis of the system's log files indicated that the geo ipc had malfunctioned. The fse replaced the power supply of the geo ipc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.